Event description:
It was reported that the patient presented for follow-up. X-ray image confirmed that the left ventricular lead had dislodged. The lead was repositioned successfully. The patients medical condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.